Manufacturer narrative:
Correction: event is reportable as an adverse event and product problem. Correction to event date as the patient fell around (B)(6) 2016. Correction: the event is reportable for serious injury. Correction: (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator. It was reported the stimulator had not worked for 3-4 months and needed someone to turn it off. It was noted that it had not been hooked up. The patient did not charge it and it went dead because the recharger was misplaced. A week and a half ago the recharger was found and the ins was charged but it had not been used yet. It was noted that the patient had ¿cpus short term memory.¿ per the health care professional (hcp) the patient had not used their stimulator for the past 4 months. The patient was inquiring about mris for their breast cancer diagnosis. Additional information was received from a consumer. It was reported that the patient was getting an MRI for a problem unrelated to the device or therapy. The caller stated that the battery was dead. The patient had not used therapy in about 6 months. It was reviewed that battery dead meant the stimulation was off. The caller could not tell what the patient as eligible for and it was reviewed that they should review with the primary healthcare professional. Additional information was received from a consumer. It was reported the stimulator had not worked for months. The patient stated they fell around (B)(6) 2016 and cracked their head open. It was mentioned the patient was getting a ketamine infusion later in the day on (B)(6) 2017. The patient stated they would call their healthcare professional immediately to work on resolving the issues. No further complications were reported.